Event description:
It was reported that during hemodialysis using a prismaflex control unit, an alarm condition related to blood leak detector was reportedly generated and the treatment was ended without the extracorporeal (ec) blood being returned to the patient. The patient´s hemoglobin decreased and two units of blood transfusion was administered. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation, however a local (non-vantive) engineer confirmed that there were air bubbles found in the return line which prevented the return of the patient blood. No technical assessment of the bld was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.